Event description:
The bilateral patient reportedly did not receive benefit from the right cochlear implant. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. The patient continued to be monitored by the center. However, due to lack of patient progress, the decision was made to explant the device. The patient was reimplanted with another advanced bionics cochlear implant